Event description:
It was reported that after implantation, when checked by flushing and found a hole and it was leaking. Then, removed it immediately.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking groshong is confirmed and was determined to be use-related. One 4fr groshong clearvue and one nitinol guidewire were returned for evaluation. An initial visual observation revealed the guidewire was observed to be inserted in the catheter. Use residue was observed on the sample. A functional testing of flushing the catheter with water using a 12ml syringe was performed. Two leaks were observed near the 26cm and 36cm depth markings. A microscopic observation revealed the split near the 36cm depth marking appeared to have clean and sharp edges, and the fracture surface was observed to be mostly smooth with some striations. These observed features are indicative of damage caused by a sharp-edged instrument such as a scalpel. The split near the 26cm depth marking was observed to have a somewhat smooth fracture surface and irregular edges. The catheter was dissected near the damage for inspection of the inner wall and additional damage and impression were observed. These findings suggest that the split likely resulted from interactions between the catheter wall and the stylet (or guidewire, as it was returned inserted in the catheter), such as compression of the catheter with the stylet still inserted, or a forceful movement of the stylet against resistance. This complaint will be recorded for future trending and monitoring purposes.